Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure performed, please be specific and indicate if it was an open or laparoscopic procedure and what type of hernia repair? Device lot number (01)1070503113 is not a valid lot number, please provide lot number? It was reported that the product was not doing its function, the surgeon had to adopt a technique more painful for the patient. At the same time, because of that the patient probably will have a slower recovery? Did the customer report this and what specifically does it mean? Did this result in any harm to the patient or serious injury or additional treatment or intervention? Was this a laparoscopic procedure that resulted in an open procedure? Was the procedure completed with a new securestrap?

Event description:
It was reported that a patient underwent an unknown procedure and absorbable straps were used. When the surgeon was shooting the device, two straps were shot instead of one in each shoot. Additionally, the straps were not fixing the mesh properly and a space appeared between the mesh and the strap. Additional information has been requested.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. A close inspection was conducted on the returned device and no visual damages were noted. This device was used in medical procedure, "blood color conditions" located at the cannula. Lockout indicator was (B)(4) orange color. Three straps were delivered properly. The device trigger was locked as normal process because the lock-out indicator turned (B)(4) orange color. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. Based on device performance, it can be concluded that the device worked as intended.